Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. As the physician was going from the right superior vein to the right inferior vein the rosen wire was stuck and as the physician pulled the wire back. To solve the issue the catheter and wire were replaced, the procedure was then completed without patient complications. The catheter was disposed.